Event description:
A customer reported encountering a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and successfully resolved the issue by reloading the same cartridge, allowing them to resume normal insulin delivery.